Event description:
It was reported that while using bd facslyric¿ 3l12c instrument there was carryover. There was no report of user impact. The following information provided by the initial reporter: it was reported by the customer carryover.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Common device name: flow cytometric reagents and access.

Event description:
It was reported that while using bd facslyric¿ 3l12c instrument there was carryover. There was no report of user impact. The following information provided by the initial reporter: it was reported by the customer carryover.

Manufacturer narrative:
H.6 investigation summary: investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and service max, the root cause of the carryover was due to a blocked sit flush waste line. This tubing contributes to the sit flush operation by removing the waste material from the instrument. This is done to prevent any cells from carrying over to the next sample and influencing their results. The customer had initially reported that the instrument was exhibiting carryover and an fse (field service engineer) was sent onsite to observe the issue. Upon arrival, the fse was able to confirm that the sit flush waste line was blocked and cleared the blockage. The fse also found that the sheath filter was leaking, which was allowing air into the system, and that the sit stinger was positioned far lower than normal. The fse replaced the leaking sheath filter with one from the customer¿s stock and repositioned the sit stinger to its proper height before testing the instrument. After the repairs, the instrument was confirmed to be functioning as expected. Although the unexpected results were from patient samples for clinical use, no patient was treated nor harmed from incorrect results. The results were captured prior to any diagnosis decision and was reported to bd as not expected. There was no delay in patient treatment due to any unexpected results. Proper daily and monthly cleaning procedures can be found under ¿maintenance¿ in the user guide; bd facslyric¿ clinical system instructions for use, #23-19938-02 rev. 1/vers. A, page 165. The safety risk of this hazard has been identified to be within the acceptable level. Service max review: review of related work order #: (B)(4), case # (B)(4) install date: 02jul2021. Defective part number: n/a. Work order notes: subject / reported: carryover issues between tubes. Problem description: carryover issues between tubes. Customer has already spoken with the fse who requested she put in a call for this instrument. Work performed: unblocked sit flush waste line. Found sheath filter leaking and replaced it. Repositioned sit and stinger to proper height in tube home position for manual loading. O cause: blocked sit flush waste line. Leaking sheath filter allowing air in system. Sit stinger hitting bottom of tube o solution: unblocked sit flush waste line. Replaced sheath filter with one from customer stock filters. Repositioned sit stinger to proper height returned sample evaluation: a return sample was not requested because the replaced parts are not returnable and were discarded. Risk analysis: risk management file part # 10000063058ra, rev. 07/vers. Aa, bd facslyric system risk analysis was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes no. Azure ID: (B)(4). ID: (B)(4). Reg status: ivd; ruo. Hazard: exposure to biological sample. Cause: back drip from injection port. Harmful effects: wrong results by cross contamination. Risk control: design to ensure that there is no back drip. Automatic sit flush to minimize carryover between tubes. Req link (azure ID): (B)(4) sample preservation during pause. Implementation verification: lsvn-1008-dp sit backflow control, libivd-se-15-72p. Effectiveness verification: lsvn-1008-dr, libivd-se-15-72f. Probability: 1. Severity: 3. Risk index:3. Residual risk evaluation: a. New hazards: none. Azure ID: (B)(4). ID: (B)(4). Reg status: ivd; ruo. Hazard: potential incorrect results /instrument temporarily inoperable. Source: fluidics fmea. Cause: 1. Does not adequately remove gas from sheath fluid. 2. Leak in degasser penetrations and/or rtv lid seal. 3. Insufficient degasser capacity for given environmental conditions. 4. Bubbles in sheath fluid. O harmful effects: 1. Field service visit required. 2. Delay in results. 3. Potential incorrect results. O risk control: implementation of sheath filter in sheath path before flow cell. Implementation of higher efficiency degasser unit. Feedback control on both differential and static transducers. Historically robust assembly procedures. Implementation of alternative degasser as a second source which efficiently removes gas from sheath fluid, prevents bubbles in cuvette/flowcell, performs at specified environmental conditions to provide particle resolution, background noise, and laser delay stability as specified in requirements. Selection of degasser material which is chemically compatible with all system fluids. Req link (azure ID): n/a. Implementation verification: libivd-se-15-84ar, system verification protocol libivd-21-24p, sap# 10000596335, reliability verification protocol sap 10000589007, new alternative degasser (cobetter) is structured as part of the tubing kit p/n700032908 o effectiveness verification: libivd-se-15-84arsystem verification report libivd-21-24f, sap# 10000596336reliability verification report rel-tr-pave-004 degasser, sap #10000593160system verification by analysis report, libivd-se-21-02ar degasser vba sap#10000598065tubing kit p/n700032908 is eco released o probability: 1. Severity: 3. Risk index: 3. Residual risk evaluation: a. New hazards: none mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the carryover was due to a blocked sit flush line. Conclusion: based on the investigation results the root cause of the carryover was due to a blocked sit flush line. The fse confirmed the issue and unblocked the sit flush waste line. The fse also found that the sheath filter was leaking and that the sit stinger was improperly aligned. The fse replaced the sheath filter with one from customer stock and repositioned the stinger to its proper height. After these repairs, the instrument was tested and functioning as expected with no further instances of carryover. No one was harmed or injured, and no medical diagnosis was performed due to any incorrect results. The safety risk of this hazard has been identified to be within the acceptable level. Supporting document: n/a.